Event description:
The report received from the (B)(6) study indicated that the physician experienced difficulty retrieving the 6 mm. Angioguard embolic protection device into the capture sheath and was unable to close filter basket. The defect occurred during removal from the patient. There was no reported patient injury. A precise 7 x 30 stent was successfully implanted in the ostial right internal carotid artery (rica) target lesion. The patient was discharged twelve days after the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The ostial rica target lesion was reported to be: an 85% stenosis, 15 mm. In length, absent of thrombus, 5 mm. Reference diameter, mildly calcified, and severely tortuous. The lesion was pre-dilated. The residual stenosis was 0%.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. Lake region lot number 10233395 is cordis lot number 70213401. Per lake region report c 13,420 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10233395.

Manufacturer narrative:
Complaint conclusion: the report received indicated that the physician experienced difficulty retrieving the 6 mm. Angioguard embolic protection device into the capture sheath and was unable to fully close the filter basket. After removal of the angioguard it was noticed that the distal marker was pulled away from the filter itself. It was still intact but was bent so that the filter wouldn¿t completely capture. It was observed that the filter contained a little bit of debris. A precise 7 x 30 stent was successfully implanted in the ostial right internal carotid artery (rica). The ostial rica target lesion was reported to be: an 85% stenosis, 15 mm. In length, absent of thrombus, 5 mm. Reference diameter, mildly calcified, and severely tortuous. The lesion was pre-dilated. The residual stenosis was 0%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was discharged twelve days after the procedure. There was no reported patient injury. The product was returned for inspection. One non-sterile angioguard rx was received in a plastic bag. Unit was found fractured at 75mm from distal end (the section received contained filter basket and coil tip). Some bents were found on coil tip; also residues of dried blood were found on filter basket membrane, no other anomalies were noted. Note: the rest of the components were not received. Sample was inspected under microscope and no other anomalies were found (no others that the ones previously mentioned). Unit was sent to sem to determine the cause of the angioguard rx separation. Sem results showed that the core presented evidence of cutting, in separation section it was observed that the surface presented a similar cutting pattern apparently induced by a sharpened tool. It was not possible to conclusively determine what would be the sharpened tool used for cutting. Functional analysis could not be performed due to only filter basket was returned. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10233395. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿¿capture system capture difficulty-unable to¿ could not be evaluated due to not all catheter components were received, however analysis and DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. According to sem analysis the angioguard rx fracture was provoked by a sharp tool. The cause of the event experienced by the customer and the cause of the bents found on coil tip could not be conclusively determined, it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Analysis of the returned device indicated that it had been cut with a sharp tool and that there were no other anomalies noted. Based on the information supplied from the product analysis, it appears that the difficulty experienced may have been caused by the operational context of the device or user handling and is not related to a product quality issue. However, no conclusion can be made.